Event description:
During a 3 person transfer from a bed to a chair, lift tipped to one side with resident positioned over the chair. This happened during a 3 person transfer.

Manufacturer narrative:
The lift and sling were examined by our distributor and were found to have no problems with either one. No service was required to the lift at this time. No evidence of mechanical failure to the lift or the sling during inspection of both.